Manufacturer narrative:
Additional narrative: patient information is unknown. Event date: unknown. Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that since getting the replacement instrument in (B)(6) 2014, it has not been possible to slip the sleeve over the persuader. This is also not possible with the second replacement sleeves. There was one surgery that was extended by thirty minutes due to this. This is report 2 of 7 for (B)(4).

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was performed for the subject device (part number 388.508, lot a7xa09, supplier number 12602, rod-introduct pliers f/r ø6). The manufacturing investigation revealed that the sleeves did not fit onto the pliers because of a deviation at the pliers, which is manufacturing related. The diameter ø 9 -0.01 / -0.05 on the products is not in the tolerance. Further investigation will be performed. A stop shipment was initiated by product development. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.